Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/23/2015.

Event description:
Procedure: lap appendectomy. According to the reporter: the device was put through a port to irrigate. Device was activated and the suction/irrigation piece came apart from the hand piece. No harm to patient.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: device was activated and the suction/irrigation piece came apart from the hand piece. The suction/irrigation piece was removed from the patient without incident.